Event description:
It was reported that the everview 7500 system could not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system would not boot because the emergency stop switch was engaged. The system was tested and found to be working as intended and put back into service.